Manufacturer narrative:
Product analysis: there was no damage noted on the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 13th distal stent segment of the device was deformed with two raised struts. Image review: three still images and three videos were received from the account. The images confirm the presence of a tight and calcified lesion. The images do not capture the attempted delivery and subsequent withdrawal of the resolute integrity device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to treat a moderately calcified and tortuous ostium and proximal lm / cx lesion exhibiting 90% stenosis using a resolute integrity (rx) drug eluting stent. The device was removed from its packaging and inspected with no issues noted. Negative prep was carried out with no issues. During the procedure, the physician placed the guide and attempted to direct stent left main that lima to lad graft in place. Stent would not cross lesion. The physician removed the stent and noted stent deformation. The device did not pass through a previously deployed stent. No resistance was felt during delivery and no excessive force was used. The physician continued the procedure by pre-dilating with a non-medtronic balloon and a non-medtronic stent was placed without difficulty. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.